Event description:
It was reported that the ventricular assist device (vad) patient had a chronic driveline (dl) infection. The patient was being treated with chronic antibiotics. The vad was exchanged to a competitor product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis was not conducted since log files covering the reported event date were not available. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. In addition, visual examination of the returned segment of the driveline cable revealed that the previous repair was worn out. The observed driveline repair damage is an additional observation not related to the reported event and may be attributed to factors such as normal wear over time and/or improper handling. Information received from the site indicated that the patient had a chronic driveline infection and was treated with antibiotics. It was further reported that the patient experienced the driveline exit site trauma when they lifted the tongue of a trailer with significant abdominal strain and bloody drainage. The patient developed an ascending e. Coli driveline exit site infection and underwent debridement of the abscess prior to the vad exchange. The vad was exchanged. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection events. Based on the available information, it is possible that the reported trauma of the driveline may have contributed to the reported abdominal strain, bloody drainage, and infection at the driveline exit site. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a maude report. Section f has been updated to reflect that report. Maude database report number: (B)(4). F1 user facility: (B)(6) hospitals f2 uf/importer report number: (B)(4) f3 user facility name/address: (B)(6) hospitals,(B)(6). F4 contact person: (B)(6) f6 date user facility became aware of the event: dec-2022 f7 type of report: adverse event f8 date of this report: dec-2022 f9 approximate age of device: six years f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: f13 report sent to manufacturer: yes f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced vad driveline exit site trauma when they lifted the tongue of a trailer with significant abdominal strain and bloody drainage. The patient developed an ascending e. Coli driveline exit site infection and underwent debridement of the abscess prior to the vad exchange.